Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: a review of the black box showed loss of prime warnings with a zero force and no cartridge detected warnings. The pump was not resumed for deliveries. The alleged load step malfunction was not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal. Moisture was found inside the force sensor housing around the sensor bond. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that there was a filled cartridge in the pump and the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.